Event description:
The device was inserted into the pt (B)(6) 2014. The nurse felt resistance when threading the catheter into the vein. She then removed the catheter and 1/3 of the catheter tubing was missing. The broken portion of tubing was surgically wrong.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted. Pir# (B)(4).